Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was damaged outside of the procedure.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The product was returned and examination of the returned part determined that returned tasp exhibits signs of repeated use ( nicked and gouged ) and is fractured on medial side of post. All pieces returned. Device history record was reviewed and no discrepancies relevant to the reported event were found. Although ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. Investigation results concluded that the reported event was due operational context as the heavy force of the pan led to instrument breakage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device caught under heavy pan and fractured in sterile processing department. No adverse events have been reported as a result of the malfunction.